Event description:
It was reported that patient underwent total left hip replacement in 2006, during which he received a durom cup acetabular component. Post-op, patient experienced pain and was revised in 2007.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.